Event description:
It was initially reported that the zimmer air dermatome handpiece took a much deeper skin graft than indicated by the surgeon. Additional clinical information determined that the event occurred during a surgical procedure where a deep gouge was left at the harvest site of the patient. There was a surgical delay of approximately 10 minutes while an alternate device was retrieved to complete the surgery.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.